Manufacturer narrative:
Batch review performed on 05.mar.2021: lot 148461: (B)(4) items manufactured and released on 23-feb-2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2017. Additional items involved in the event, batch review performed on 05 march 2021: cup: versafitcup 01.26.48mb acetabular shell cc ø 48 (k083116) lot. 187023. Lot 187023: (B)(4) items manufactured and released on 3-gen-2019. Expiration date: 2023-12-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Liner: versafitcup dm 01.26.2848mhc double mobility hc liner 28/dmd (k092265) lot. 1901454. Lot 1901454: (B)(4) items manufactured and released on 23-may-2019. Expiration date: 2024-05-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 (k112115) lot. 1811825. Lot 1811825: (B)(4) items manufactured and released on 2-apr-2019. Expiration date: 2024-03-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event.

Event description:
The patient came in 1 year and 7 months after the primary surgery due to signs of an infection and the pathogen is enterococcus. The surgeon performed a washout, removed all components and implanted an antibiotic spacer. The surgery was completed successfully.